Event description:
The event is reported as: the customer alleges the device lights up however, the device does not function. No reported patient involvement.

Manufacturer narrative:
Qn#(B)(4). The device history record (DHR) review was performed on the reported serial# (B)(4) and there were no issues found related to the complaint. A document assessment (B)(4) was conducted and no changes were required. The device sample was received by the manufacturer, however the investigation is incomplete at the time of this report. Once additional information is provided a follow-up will be submitted.